Event description:
Customer alleges discrepant results with meter one pt, same lot, date: (B)(6) 2012, inratio: 1.2. Date: (B)(6) 2012, inratio: 1.8. Results done 15 minutes from one another. Pt's therapeutic range unclear.

Manufacturer narrative:
Investigation pending.